Manufacturer narrative:
This report is for an unknown. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant medical products: unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: nuara, mj., et al (2007), nasal valve suspension revisited, the laryngoscope, vol.117(12), pages 2100-2106 (USA). The study emphasizes on reviewing the experience with the use of a bone anchored suture technique to address nasal valve collapse and determining patient satisfaction and complication rates after nasal valve suspension (nvs) surgery. The patients evaluated on course of this study: eighteen patients, 18 years and older, with documented nasal valve collapse or nasal obstruction and underwent nasal valve suspension (nvs) from 2003 to 2006 with a minimum of at least 1-month follow-up were included in the study. Of the 18, 17 patients¿ medical records were reviewed (10 (59%) males and 7 (41%) females), with a mean age of 49 years (range, 29 to 74). Nine (53%) patients had nasal valve collapse as a result of facial paralysis, and eight (47%) patients had previous nasal surgery. The article describes the following procedure: a nasal valve suspension (nvs) procedure. Ten (59%) patients had unilateral nvs, whereas the remaining 7 (41%) had bilateral procedures, for a total of 24 suspension procedures in 17 patients. The device involved was: mitek drill and screw system (1.3 mm micro quick anchor, depuy mitek, raynham, ma), 5-0 pds, 6-0 polypropylene. Complications mentioned in the article: 3 patients had continued symptoms in the contralateral side. 2 patients died of comorbid disease 6 months from surgery. 1 patient had return of symptoms only after suffering a significant nasal trauma at 12 months after surgery. Infection occurred in 4 patients; 3 of 4 had concurrent second procedure. Stitch removal for all the patients who had developed infection; 1 patient required both sides to be removed secondary to infection. 6 patients experienced a loss of suspension without infection; loss of suspension was gradual in 4 patients and immediate in 2 patients. 3 patients who had bilateral nvs had return of obstruction on only one side while maintaining suspension on the contralateral side. 1 patient had loss of suspension at 2 months in conjunction with drainage from infection at the anchor site. 4 patients lost suspension at 6 to 22 months after the procedure. A copy of this literature article is attached to this medwatch report.